Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump alarmed for failed battery test and replace battery now. Customer¿s blood glucose was 5.6mmol/l at time of incident. Customer performed troubleshoot for failed battery but insulin pump alarmed again for failed battery. Customer advised to revert to back up plan until cap arrives. Product will not be return for analysis.